Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the connector luer lock c45 experienced leakage during use. The following information was provided by the initial reporter: material no.: 515202, batch no.: 1811107. Per email: phaseal connector attached to the lower y-site on the primary bd tubing. Infusing through the primary line. Dripping out phaseal onto the patient.

Manufacturer narrative:
Investigation: no photos or physicals samples that display the reported issue were provided for investigation. Five retained samples were evaluated, no defects were observed upon inspecting the product and no leaks were observed. The connector was attached to an infusion set and performed as expected with no leakage identified. A device history review was performed for reported lot 1811107, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product is inspected throughout the manufacturing process to ensure the quality and functionality of the device. It is important to note that the performance of the sealing membrane is reduced after multiple perforations and extended activation time, it is not recommended to have more than ten perforations.

Event description:
It was reported that the connector luer lock c45 experienced leakage during use. The following information was provided by the initial reporter: material no.: 515202 ,batch no.: 1811107. Per email: phaseal connector attached to the lower y-site on the primary bd tubing. Infusing through the primary line. Dripping out phaseal onto the patient.